Event description:
It was reported that during surgery, the unit had sluggish performance during cutting, increased vibration, and noise. There was no patient impact. It was unknown if there was surgical delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in france.